Event description:
Physio-control is investigating a number of occurrence of fault code 910a in devices with software revision 4.0 or earlier. It is possible that pt therapy can be delayed if this fault occurs. If this fault occurs during use on a pt, a flashing service message is displayed and use of the device is inhibited until power to the unit is cycled, after which therapy can be continued. The operating instructions for the device instruct the user to cycle power to the device if a flashing service message is observed. There have been no pt related events reported related to the occurrence of fault code 910a.